Manufacturer narrative:
(B)(4). Guide wire: sion; guiding catheter: launcher sal1 sh. Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatments appear to be related to the operational context of the procedure, as it is likely the device interacted with the moderately tortuous, heavily calcified, 90% stenosed lesion during advancement resulting in the reported failure to advance. Further interaction with the challenging anatomy during advancement/retraction of the device likely contributed to the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the procedure was performed to treat a 90% stenosed, moderately tortuous, heavily calcified, de novo lesion in the proximal left anterior descending (lad) coronary artery. The 3.5x15mm xience sierra stent delivery system attempted to cross the lesion, but resistance was met and the stent dislodged during delivery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the coronary artery. A 3.5x15mm xience sierra stent delivery system was advanced to the lesion and the stent dislodged. The dislodged stent was retrieved from the patient anatomy by using a snare device. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.